Manufacturer narrative:
The mvp-5q will not be returned for evaluation as it remains implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-9q migration after detachment. The patient was undergoing embolization of the splenic artery. Vessel diameter was 7.7mm. Vessel tortuosity was described as normal. The mvp system was prepared as indicated in the IFU. A continuous heparinized saline flush was not used during the procedure. It was reported that during the procedure, the plug was deployed and migrated after detachment. The mvp had been allowed to sit in the vessel for 7 minutes before it migrated. There were no attempts made to retrieve the migrated mvp; the plug remains in the patient. Afterwards, coils were used to embolize the vessel. There were no reports of patient injury in association with this event.